Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "I had an MRI done with my device implanted, I felt like I was being cremated. They pulled me out for 15 minutes, then back in, then pulled me out for another 15 minutes. After the MRI the skin on my upper chest looked dry and burnt. I now have clumps of tissue under my skin that were not there before." The recorder remains in use. No further patient complications were reported as a result of this event.